Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for investigation. No functional testing performed. Visual evaluation observed heavy scratches lines around the shaft. -the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 03/29/2023, it was reported by a sales representative via sems that an driver shaft is getting caught in the ar-9676 angled reamer, resulting in the reamer not spinning. This occurred during a case with no patient effect reported.